Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up, during testing the pulse generator exhibited premature battery depletion. The device was explanted and replaced successfully and the patient was doing good post procedure.